Event description:
It was reported by the rep that the (1) prw35 was used during an unknown procedure. It was reported that the skin staples did not close fully. A new device was pulled and the procedure was completed. There was no pt consequence.